Manufacturer narrative:
There was no known patient involvement. PMA/510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The preliminary laboratory report has been provided. Through follow-up communication with the customer, livanova (B)(4) learned that the device has been cleaned regularly per the IFU starting from march 6th, 2019 and that the device was placed inside the operating room at an estimated distance of 3 meter between the surgery field and the device. The fan of the device was positioned towards the vent in the operation theater. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t was found to be potentially contaminated with mycobacterium chimaera. There is no known patient involvement.